Event description:
It was reported that that patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited noise reversions and oversensing of noise leading to pacing inhibition. No resolution was performed. There were no patient consequences.

Event description:
New information received notes that the episodes of over-sensed noise reoccurred. Isometric testing was performed and the noise was reproduced. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
D10 should have included "quadra allure" and tendril sts rather than blank in initial report.